Event description:
The customer reported the coulter lh 750 hematology analyzer conductivity recovering low on the latron control. There was no report of impact on patient results. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse confirmed a faulty diff shear valve and flowcell. The fse replaced the diff shear valve and flowcell which resolved the conductivity issue. While onsite, the fse also replaced the capacitor at the bottom of the rf preamp, which had shorted out. While verifying system operation, the fse also found the instrument generating retic voteouts. The fse found a hole in the retic stain line, which the fse replaced to resolve the retic vouteouts issue. (B)(4).